Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: tortuosity and calcification in the access vessel. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for inability to advance through sheath was confirmed based on provided imagery. Available information suggests that procedural factors (steep insertion angle) and/or patient factors (tortuosity, calcification) may have contributed to the reported event. In this case, it was reported that that the device was inserted at a steep angle. Furthermore, tortuosity and calcification were present in the access vessels, as confirmed via 3mensio. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The reported event for sheath punctured was confirmed via provided imagery. Available information suggests that procedural factors (high push force, steep insertion angle) and/or patient factors (tortuosity, calcification) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage via suboptimal advancement angles (e.g. Sheath navigation through tortuous and calcified anatomy). Additionally, damage due to suboptimal advancement angles may result from steep insertion angles, which was reported to be used in this case. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage (e.g. Strain damage). High push forces coupled with non-coaxial advancement trajectories can lead to strain damage via direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve got caught on the 14fr esheath+ seem and a bent strut was seen. The valve and esheath+ were safely removed. A new valve, delivery system, and an upsized 16 fr esheath+ were prepped and the valve was successfully implanted with no issues. Per device image received, the valve strut is protruding out of a puncture on the blue portion of the esheath+, and there is a liner strand.